Manufacturer narrative:
The device history records were reviewed and confirmed that this lot met all release criteria. This included inflation and deflation twice during manufacturing to test for proper functioning prior to release. The sample was received at the decontamination facilty, but was lost in air transit to the manufacturing investigation site. Therefore, a sample eval could not be performed. The results of the investigation is inconclusive and the root cause unknown.

Event description:
Balloon would not deflate upon negative pressure. Had to pull inflated balloon to entry site and puncture with needle.